Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: april 15, 2026 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection revealed that the lens was stuck in the cartridge with the lead haptic not folded. The lens could not be removed the cartridge for further evaluation. The complaint issue "stuck in cartridge" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue "cosmetic issues" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the investigation, no malfunction or product deficiency was identified. A nonconformance was initiated to address this issue. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is on or prior to february 23, 2025 section d6a: not applicable, as the lens was not implanted. Section d6b: not applicable, as the lens was not implanted, hence not explanted section e1: first name: unknown, information was not provided. Section e1: first name: unknown, information was not provided. Section h3:the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that two non-preloaded monofocal intraocular lenses (iols) experienced issues: one lens was scratched, and the other became stuck in the loader. It is unclear which lens serial number (sn) corresponds to each issue. The extent of patient contact is unknown. No further information was provided. This report pertains to the lens with sn (B)(6). A separate report is being submitted for the other lens (B)(6).